Event description:
Safety seals are shredding during use. On follow up it was reported that the safety seal came apart in the middle of a procedure. Pre-sterilized (ethylene oxide) seals were available and were used to replace the shredded seal. The pre-sterilized seal also shredded. A loaner motor was provided for the hospital for temporary use, and no problems with safety seals occurred with the loaner motor, or with any of the 4 additional motors in the hospital's inventory.